Event description:
It was reported that the remb micro drill heated up prior to a procedure. A back-up was used to complete the procedure without pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Corrosion was discovered within internal components of the device.